Manufacturer narrative:
Visual examination of the rac-b instrument finds that the cord is completely severed in the middle of the length of wire, approximately 54 inches from the electrode connector body. All of the wires at the separated section of the cord exhibit signs of charring and melting at their tips. The wire bundle inside each end of the cord appears to be otherwise intact. The generator connector exhibits signs of significant use; with the stainless steel exhibiting a dark appearance consistent with extended use and the age of the instrument (2005). The balance of the insulated wire cord is in good physical condition with no signs of abuse or excessive wear. The exact cause of the failure is unknown. Any sign of external damage to the wire insulation would have been lost due to the melting and charring of the cord. The most likely cause of the failure would be a cut or other damage to the cord in the failure region, which would lead to an electrical short condition during activation to any nearby grounded object. This short condition would then produce arcing and burning of the wires and insulation, resulting in the ultimate failure of the cord. Warranty is denied - customer caused damage.

Event description:
During a turp procedure, the rac-b cautery cord broke and sparked a fire in the drape covering the patient. The patient received a red streak on his left lateral knee. The burn was mild and ointment was applied by the physician. To complete the procedure, a different rac-b cable was used with no further incidents.